Event description:
It was reported that when the catheter was removed, at which time the device was ruptured, requiring surgical intervention for total removal. Additional information received: customer sent to us the additional information. Please see bellow. What is the date of occurrence of the event? (B)(6) 2021. How long has the patient used the catheter? (B)(6) 2021. Was there a migration of the catheter fragment in the patient? Yes. Was there any harm to the patient beyond the need for surgical intervention? (Detail) after the surgical intervention, he remained intubated and was referred to the pediatric ICU. Was there a need for any additional medical intervention? (Detail) in the pediatric ICU, the patient was extubated within the first few hours and remained under observation. Released to the inpatient post on the same day. Was there an extension of the patient's hospital stay? (Detail) yes, 48 hours. Was the product being used in the management of covid-19? No.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reeq3692 showed five other similar product complaint(s) from this lot number.

Event description:
It was reported that when the catheter was removed, at which time the device was ruptured, requiring surgical intervention for total removal.